Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-sep-2023. H.6. Investigation summary: one sample received for investigation. Through visual evaluation, tip of the syringe is broken. A device history review was performed for the reported lot 2212043, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. No issues were identified and manufacturing record stablished that all production and quality processes were carried out normally. This issue can take place due to and over screw of the mating component with the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe luer broke off during use. The following information was provided by the initial reporter: during a bronchial puncture under ultrasound with the olympus device ref. (B)(4), when connecting the male end of the syringe to the female end of the puncture needle, the luer of the needle broke in the needle making it unusable (and thus requiring another needle).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe luer broke off during use. The following information was provided by the initial reporter: during a bronchial puncture under ultrasound with the olympus device ref. (B)(4), when connecting the male end of the syringe to the female end of the puncture needle, the luer of the needle broke in the needle making it unusable (and thus requiring another needle).

Manufacturer narrative:
Correction: h6: imdrf annex b grid: b01, b14 h6: imdrf annex c grid: c23 h6: imdrf annex d grid: d11.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe luer broke off during use. The following information was provided by the initial reporter: during a bronchial puncture under ultrasound with the olympus device ref. (B)(4), when connecting the male end of the syringe to the female end of the puncture needle, the luer of the needle broke in the needle making it unusable (and thus requiring another needle).